Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There are no pump conditions or alarms indicating a malfunction recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that since (B)(6) 2012, the patient had obtained elevated blood glucose readings ranging from 440 mg/dl to 548 mg/dl. On that day, the patient had received steroid injections for arthritis, which can elevate blood glucose levels. The patient took correcting bolus doses of insulin via the pump, however, noted her blood glucose levels were still elevated. On (B)(6) 2012, the patient obtained the readings of 404 mg/dl and 532 mg/dl. The patient experienced the symptoms of stomach ache, thirst, headache and frequent urination and tested positive for moderate ketones. Troubleshooting revealed the pump date/time were set correctly and there were no issues seen with the infusion set or infusion site. It was also determined the basal settings and programming were incorrect. The patient had received steroids which can cause elevated blood glucose readings, and her technique was incorrect by using the incorrect basal rate programming. However, as the patient suffered blood glucose readings and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.